Manufacturer narrative:
The lot number was not provided for the reported malfunction and a lot history review could not be performed. The device and a photo were returned for evaluation. The investigation identified material protrusion/extrusion. A root cause could not be determined. The device is labeled for single use. The catalog number identified in section has not been cleared in the us, but is similar to the powerport m.r.I. Isp implantable port products that are cleared in the us. The pro code for the products is identified.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 9808560 implantable port allegedly experienced material protrusion/extrusion. The information was received from one source. The malfunction involved a female patient weighing (B)(6) with no reported consequences.